Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no image on flexvision pc. During troubleshooting. The fse identified that the flexvision pc had failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no image on the flexvision of the examination room. No harm has been reported to philips. Philips has started an investigation of this complaint.